Event description:
The right clavicle plate broke approximately two months after implantation. The patient required surgical removal of plate and revision of open reduction internal fixation of clavicle fracture completed by the surgeon. The plate was cleaned, sterilized, and given to arthrex rep for follow up.